Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (value not provided). Low bg cause was unknown. Customer was given food and juice to address bg via third party assistance.